Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump needed replacement after attempts with different adapters and cables failed to resolve the issue. The pump was under warranty, and a replacement pump was sent to the customer with updated software. The customer was instructed on how to return the defective pump, set up the replacement pump, and understood these instructions. The customer also planned to use a backup method for insulin delivery during the transition.